Manufacturer narrative:
The other relevant components include: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the patient had been ill with signs of possible withdrawal a month prior to report. A rotor dye study was performed to check for any problems with the catheter. It was noted that all refill volumes were normal at that time, but the physician had been unable to aspirate the catheter. The physician thought that the patient had a granuloma forming around the catheter and was planning on placing normal saline in the pump. The physician would decide if removal with replacement would be required. It was noted that the patient's daily dose was increased because the patient had lost his personal therapy manager (ptm), and the physician wanted to supplement what the patient was missing from ptm dosing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.